Event description:
It was reported that during a ptca procedure, the tip of the balloon came off on the wire. No pt injuries or complications occurred. Additional info has been requested regarding this event.